Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. 58-311-dk-invalid) inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. The reporter commented: 2 trailing coils at both side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: negative. The lot number reported (58-311-dk) is invalid. Most recent follow-up information incorporated above includes: on 17-aug-2020: update of information (batch is invalid). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. (58-311-dk)-not valid) inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. The reporter commented: 2 trailing coils at both side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine - on (B)(6) 2016: negative. The lot number reported (58-311-dk) is not valid. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-aug-2020: quality-safety evaluation of ptc(product technical complaints). Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of menometrorrhagia ('menometrorrhagia') in an adult female patient who had essure (batch no. 58-311-dk) inserted for female sterilisation. On (B)(6) 2016, the patient had essure inserted. On an unknown date, the patient experienced menometrorrhagia (seriousness criteria medically significant and intervention required). The patient was treated with surgery (robotic total laparoscopic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2019. At the time of the report, the menometrorrhagia outcome was unknown. The reporter considered menometrorrhagia to be related to essure. The reporter commented: 2 trailing coils at both side. Diagnostic results (normal ranges are provided in parenthesis if available): pregnancy test urine on (B)(6) 2016: negative. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.